Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the asymptomatic patient presented to the clinic after feeling a vibration. Upon interrogation, an alert for aborted charges and possible output circuit damage was received. One month prior, low hv lead impedance was observed. Device and lead were explanted and replaced.

Manufacturer narrative:
Analysis found high voltage output circuit damage on the device. Bench testing found that the high voltage output transistors were damaged. An arc mark with the presence of lead material was observed on the ICD can. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.

Manufacturer narrative:
No medwatch form was received.